Event description:
A health care professional (hcp) reported that a pt (pt) became "symptomatic of an air incident" in 2003, approx 1 1/2 hours into treatment. At this time, visible air was noted in the lines without alarms, even though the alarm limits had been set. The pt developed sob, cough and chest pain. The treatment was discontinued; the pt was placed on o2 at 2l/minute, and put into trendelenburg position on the left side. Following this episode, the hcp cleared the dialzyer and lines of air restarted the pt's treatment. The hcp reported there was no detection of air in the lines, but the pt became symptomatic again, so the treatment was discontinued. The hcp reported that the pt had a poorly functioning catheter and the arterial chamber kept draining dry, thus introducing air into the system. The nurses filled the chamber several times; however, it filled with air again and went unnoticed. The machine was pulled for testing by the center and reportedly passed within specifications. The pt returned to the center in 6/2003 and dialysis treatment was completed without incident.